Manufacturer narrative:
(B)(4) follow up report for additional information. Event occurrence date of 11/13/2023 was provided after the initial MDR was submitted. H3 other text : see narrative below.

Event description:
Event occurrence date of 11/13/2023 was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english: "the syringe rubber is out of place and cannot be used."

Manufacturer narrative:
Investigation summary: samples and photos received for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found conformance's related to the reported issue during production of batch: 3107582. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Adjustments and cleaning program was initiated. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.